Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Initial reporter unknown at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system was found with no issues. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and caused a delay of less than one hour to the surgery. It was reported that the site did multiple trace registrations on the patient and after registration, they were having accuracy issues. The site continued the surgery with the inaccuracy despite the inaccuracy. There was no impact on patient outcome.